Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the pump shut off unexpectedly. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. Additionally, it was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 40 mg/dl. Customer consumed carbohydrates to address bg and glucose tablets. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.